Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) confirmed that the g8 was giving 711 line valve error. The fse found that the drive 2 board was causing the error. The fse replaced the drive 2 board. The fse also performed preventive maintenance (pm) while onsite. The fse replaced the thermal printer, the needle wash block, and filter housing as part of the pm. The g8 was performing within manufacturer's specifications after completing the repair; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 711 line valve error explanation: operator error in switching valve (as valve). Countermeasure: inspect valve on line. Execute smp.reset. The most probable cause of the reported event was due to a faulty drive 2 board.

Event description:
On (B)(6) 2018, a customer reported getting 711 line valve error on the g8 instrument. The customer tried re-booting the g8 instrument, but the issue persisted. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.